Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep indicated that they were in a case to replace a 37601 with a b35200, the patient has bilateral 3389 leads. The caller indicated that impedances were all within normal range with the 37601 when tested pre-op. When the impedances were tested with the b35200, they got high impedances on all electrodes >5000ohms for monopolar and >10000ohms for bipoles when run at 1ma. They removed and reinserted extensions in the header. They still got open impedance values. They connected a second percept and got the same high electrode impedance values. The caller indicated that they connected the extensions to the activa pc again and were getting all normal impedances except one out of range contact 3.the surgeon on the case did not want to connect the extensions to the b35200 again because they were concerned about potentially damaging them. The caller and md will determine how to proceed. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37601 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type implantable neurostimulator product ID b35200 lot# serial# unknown implanted: explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the percept was not implanted intra-op and that additional actions taken at the time of the event was that multiple impedance checks were performed. Cause was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the impedance issue is unknown. Multiple attempts to refit the extension wire were made. An active pc ended up working fine, therefore, an active pc was implanted and the percept was not implanted. The implant of the activa pc closed the open circuits.